Event description:
Patient with implanted heartmate ii left ventricular assist device (lvad) admitted for second hospitalization due to management of lvad-related infection, now polymicrobial to include serratia, pseudomonas, and corynebacterium. Surgical incision & drainage performed on 2020. Patient discharged with vacuum-assisted closure dressing and vancomycin and zosyn course.